Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately two months following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted due to the low position of the valve. Subsequently, a second valve was successfully implanted valve-in-valve. Following balloon aortic valvuloplasty (bav), the pvl was reduced to mild. No associated adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.